Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01773. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
¿[Pt] allegedly received an implant on (B)(6) 2011 via the right jugular vein due to pulmonary embolism. [Pt] is alleging vena cava perforation, device unable to be retrieved. [Pt] further alleges shortness of breath; chest pain; four of the filter legs have penetrated the vena cava and device is subsequently irretrievable. [Pt] also alleges post-implant deep vein thrombosis.

Manufacturer narrative:
Investigation - evaluation : it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vc perforation, unable to retrieve, dvt, sob, chest pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A review of complaint history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No other complaints on lot. Product is manufactured and inspected according to a43906 (device mi), 1000600qc (device qci), a41935 (tulip mi), a41936 (tulip qci). We will notify the appropriate personnel and continue to monitor for similar complaints.